Event description:
Post-operation abscess [postoperative abscess]. Case description: a spontaneous report was received on (B)(6) 2010 from an hcp via a company rep regarding a pt, name and age not known, who experienced a post-operation abscess after they received seprafilm. The company rep received info from an unspecified person at the hcp's office. According to the informant, the hcp stated that the pt had experienced a post-operative abscess. No further info is available at this time. For other similar adverse events reported by this reporter, please refer to MFR control number (B)(4). The benefit-risk relationship of seprafilm is not affected by this report.